Event description:
It was reported that the patient was revised to address potential allergic reaction and metal debris.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle index procedure. Pinnacle revision. Left hip. Reason for revision: unknown.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain and discomfort. There were no operative notes provided however on clinic visits it was stated that there is both fluid and debris related to the hip. There is a pseudotumour undermining the anterior portion of the gluteus medius attachment concern there is fluid tracking down the femoral stem and leading to loosening. MRI shows a persistent large collection of fluid overlying the greater trochanter may be related to metallosis. Laboratory result for cobalt-chromium is above 7 ppb.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.